Event description:
It was reported that the pump stopped all insulin delivery. The customer's blood glucose level was reported to be 160 mg/dl.

Manufacturer narrative:
No product returned for evaluation. Should new relevant info become available, a follow up supplemental report will be submitted.